Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced chest pains, a heart attack and subsequently passed away due to unknown cause coincident with pd therapy on the homechoice (hc) device. The caregiver (cgv) contacted a baxter technical service representative (tsr) to request assistance ending therapy on the hc device while in dwell 2 of 4. The pt was connected. The cgv stated that the pt was having chest pain and needed to go to the emergency room. The tsr assisted the cgv to end the therapy session. The pt was transferred to the hospital via ambulance. Upon admission and tests (unspecified), the patient was diagnosed with having a heart attack (on the same date). The pt was not alert. The pt was transferred to the intensive care unit (ICU), intubated and put on a ventilator to assist with breathing. Pd therapy was ongoing while the patient was in the hospital. On an unknown date, the pt passed away. The cause of death was unknown. Per the cgv, there have been no issues with the hc device and no high drain alarms. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The hp had passed away on an unknown date in (B)(6) 2013. The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted. A review of the device history record and a service history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. The event history log was reviewed and revealed no failures, malfunctions, or iipv events that could have caused or contributed to the reported event. The device was determined to meet electrical performance specification requirements. The device failed functional testing due to a downloading issue that was determined to be unrelated to the reported event. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing. The device also passed accuracy and temperature requirements during testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, the cause of the reported death could not be determined. Should additional relevant information become available, a follow-up report will be submitted.